Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer (fse) checked the cabinet using the hardware test application but could not find any failures. Then the fse ended up upgrading all the tower latches to the new style. Then rechecked all the doors after the swap and everything functions properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a tower door failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.